Event description:
Pt had left emphysematous pyelonephritis for which a ureteral stent had been placed. With continued evidence of infection, a left nephrectomy was recommended. The surgical approach began laparoscopically and was uneventful, with isolation of the renal vessels. The ethicon stapler was positioned over the artery and deployed. There was no evidence of bleeding until the jaws of the stapler were opened and massive bleeding was noted. The procedure was immediately converted to an open procedure with the renal artery clamped and bleeding controlled. However, the pt's bp dropped and she went into pea arrest. Despite aggressive resuscitation measures, including blood product replacement, the pt was not able to be resuscitated. Upon examination by the surgeon following the death, it was noted that the staples in the staple line did not appear to lie correctly.